Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to flattening. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned damaged with the conductors distorted. The outer and inner insulations were breached. Due to the amount of blood ingress in the lumen, it could be concluded that the lead damage might be caused at the time the physician repositioned the lead. The breach insulation likely did contribute to the electrical complaints. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant and was pacing inappropriately. The lead was successfully repositioned. The lead later dislodged again. The lead was found to have intermittent and high thresholds with intermittent capture. The lead was removed and a new active fixation lead was implanted. No patient complications have been reported as a result of this event.